Event description:
Pt had experienced gradual onset of discomfort in right hip. Pt has walked three (3) miles per day until three months prior to revision surgery. Radiographs taken prior to the revision surgery revealed evidence of polyethylene wear on the identified acetabular bearing insert. Revision surgery was performed 12/19/95, at which time the polyethylene insert and mating femoral bearing head were replaced.